Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed water droplets on the tip of the reaction wash probes 1 and 5, which were dripping into analyzer's reaction cuvettes. The cse replaced the reaction wash 1 probe dispense valve (v19) and reaction wash 5 probe dispense valve (v17). Droplets were no longer observed on tip of reaction wash probes 1 and 5. Quality controls (qc) were then repeated on all assays, recovering within range. The cause of the discordant results was the water droplets leaking on the reaction cuvettes. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on multiple assays on multiple patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were repeated and the repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.